Event description:
The patient put 2 new batteries in the insulin pump and did not hold a charge for either one. The customer's blood glucose level was unknown mg/dl. The customer reports that has not happened since and did not want to be transferred to help line. The customer will call if happens again. The customer wants it to be documented.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.